Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the right coronary artery (rca). A synergy¿ drug-eluting stent was implanted to treat the lesion. However, during the procedure, a non-bsc guide wire became trapped in the synergy¿ stent and caused deformation of the stent. The procedure was closed and the patient was transferred to another hospital. They were able to remove the guide wire from the patient's body and a by-pass surgery was performed. The procedure was completed and the patient's status was fine.